Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 121,878 joules and 20:28 minutes, forward firing and fiber flashing was observed. The fiber tip (cap) was not cleaned during the procedure. No additional information was provided. The procedure was completed using a second fiber at 444,989 joules of use and 55:13 minutes. Patient outcome "ok" reported.